Event description:
The only incident information available from the fire department is their rt-2 form that states: heartstart 3000 defibrillator indicated "service mandatory "failed" when used. The pcf tag indicates a patient involved incident.